Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: work order search. Results : a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusion : based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon removed a cc4204a collamer single piece lens, +14.5 diopter, from the vial and noted a brown line/speck on the lens surface. The lens was not used and there was no patient contact. The backup lens was implanted with no problem.

Manufacturer narrative:
Method: device history record review. Result: the lens was evaluated at 20x magnification and the brown speck was observed. (Manufacturing process problem): the manufacturing investigation reported, the contaminant - brown speck on the lens was possibly introduced from the manufacturing related activities at staar. Based on the shape and size of the foreign residue, it is possible, it is adhesive residue from a label that got onto the operator's tweezers, which was transferred onto the lens haptic surface. Responsible technicians were retrained on the importance of cleaning any tools used, to prevent the reoccurrence of this issue. (B)(4).